Event description:
Baxter service center reports leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of devic return.